Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that when the nurse was performing hourly rounds the cap of the PICC line lumen was found to be disconnected from the patient with cytarabine at 41.8ml/hr and normal saline at 100ml/hr found leaking onto the floor and the patients bed. The nurse immediately clamped his PICC line, got the charge nurse and placed the patient in trendelenberg position on 100% oxygen to prevent potential air embolism. Vital signs taken, neuro check completed and hourly monitoring continued. The rn cleaned the chemotherapy spill in all areas and the patient as well. There was no report of patient harm.